Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using packing coil lps, ruby coil lps and non-penumbra microcatheter. During the procedure, the physician successfully implanted multiple packing coil lps and ruby coil lps into the target vessel through the microcatheter. The physician then experienced resistance after advancing approximately half of another packing coil lp into the vessel; consequently, the remaining half of the packing coil lp became stuck inside the microcatheter and would not advance further. Therefore, the packing coil lp was removed. The procedure was completed using additional packing coil lps, ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was intact with its pusher assembly inside its introducer sheath and had offset coil winds. The introducer sheath had coagulated blood inside its lumen. Conclusions: evaluation of the returned packing coil lp revealed offset coil winds on the proximal end of the embolization coil. If the packaging coil lp is forcefully manipulated against resistance, damage such as offset coil winds may occur. During the functional test, the packaging coil lp could not be re-sheathed or advanced out of its introducer sheath due to resistance, and therefore, the device could not be functionally tested. The root cause of resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.